Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non- boston scientific left ventricular (lv) exhibited low out-of-range pacing impedances measuring less than 200 ohm. Additionally, it was suspected there was loss of capture. Technical services recommended to have thresholds tested in the clinic. Additional information was requested from the field representative however, no information was obtained. Subsequently, this crt-d and non- boston scientific lv lead was explanted and replaced successfully. No additional adverse patient effects were reported.